Manufacturer narrative:
(B)(6). Detailed product information was not provided to bsc, because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the device was stuck on guidewire. The 60% stenosed target lesion was located in moderately tortuous and calcified vessel. A ffr link and comet pressure wire were selected for angioplasty procedure. During procedure, there was no signal, also the device was entrapped on guidewire, and the catheter and guidewire have to be removed as one unit. The device was replaced, and the procedure was completed with an alternate method. There were no patient complications and patient fully recovered.